Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was cut open, and battery voltage was found to be at elective replacement indicator (eri) level. Analysis of device image was performed, and rapid battery depletion was noted. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing was performed and revealed elevated current drain from an anomalous component on the hybrid which resulted in the premature depletion of battery.

Event description:
It was reported that the implantable cardioverter device delivered and alert vibration to the patient. Upon review, it was discovered that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.